Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. Functional testing and the pairing test was unable to be performed due to the 0v. No data log was available to review. The reported event of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.